Event description:
Complainant alleged that the medics were attempting to monitor a female patient (age unknown) when the device displayed an "ECG lead off" message in all leads. The staff was able to obtain another device to successfully monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.